Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged failure that the user experienced. In the complaint, the puncture was found in external iliac artery, the angio-seal is meant to be only deployed in the common femoral artery. Based on the limited information provided, the likely cause of the event could be improper positioning and the relationship of the device to the reported event cannot be substantiated. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that deployment of angio-seal was as expected until the point of setting the anchor. When the doctor set the anchor and pulled back the whole device came away in his hand and he was left with the suture strings. He managed to finish deploying the device, but the anchor had moved resulting in the anchor and collagen ending up in the external iliac artery. This resulted in calling the vascular surgeons who operated to remove the anchor & collagen from the vessel. Additional information was received on 26february2021: a contra lateral eia stent was performed using an 8fr procedural sheath. There was no difficulty with access. An angiogram was performed. Minimal blood loss was less than 250 ml. The patient was stable. Harm in that the unilateral external iliac artery (eia) occlusion occluded and had to be thrombectomised.